Event description:
Customer reports one incident of a blood leak on an unknown reuse number at the onset of treatment. Noted by visible blood in the dialysate compartment and confirmed with hemastix. Estimated blood loss was 250 cc. No pt injury or medical intervention was reported.